Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97740 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an external device. The reason for call was the programmer was not staying on. It would come on and then go off. Sometimes it powered on and sometimes not. Patient representative said they changed the batteries twice and it did not resolve the issue. Pt rep confirmed batteries were alkaline. The issue started sometime last week. The representative came on friday and fixed it and said to replace. A new programmer was requested. No symptoms were reported